Event description:
This incident occurred on (B)(6) 2010, and concerned a premature baby. Batch number and sample are not available. Sample was not analyzed once removed from the pt, so no additional info for the investigations. Informed that this incident was not declared as reportable in (B)(4), because the users have considered that the cause of the problem was linked to the act (this kind of complication is well known and especially with so little baby) and not to a product defect. The reason why they have declared this incident reportable on (B)(4), is that they had a similar incident (perfuso-thorax) three days before, but without critical consequences for the baby (who is safe). The device didn't appear defective, but as it was the second case in a short time frame, they declared the two incidents to (B)(4).

Manufacturer narrative:
Additional info will be provided in a supplemental report when received.